Event description:
It was reported, that this device battery declared from six years to 4.5 years remaining from april 2024 to november 2024. A request for technical review was needed. A review of the device data by engineering confirmed, that the device power consumption was increasing in a gradual fashion. And a possible, early phase of premature battery condition was present. A replacement was discussed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device battery declared from six years to 4.5 years remaining from april 2024 to november 2024. A request for technical review was needed. A review of the device data by engineering confirmed that the device power consumption was increasing in a gradual fashion and a possible early phase of premature battery condition was present. Additional information noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This report is being filed to update the status of the device in the describe event or problem field.

Event description:
It was reported that this device battery declared from six years to 4.5 years remaining from april 2024 to november 2024. A request for technical review was needed. A review of the device data by engineering confirmed that the device power consumption was increasing in a gradual fashion and a possible early phase of premature battery condition was present. Additional information noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device battery declared from six years to 4.5 years remaining from (B)(6) 2024. A request for technical review was needed. A review of the device data by engineering confirmed that the device power consumption was increasing in a gradual fashion and a possible early phase of premature battery condition was present. Additional information noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.